Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus). A revision surgery was performed in which the existing device was replaced due to a suspected fluid leak in the system. The source of the fluid loss was not established but they suspected it to be from the balloon. The patient did not experience any adverse events.

Manufacturer narrative:
Product investigation completed. The cuff component was visually inspected, microscopically examined, and tested for leaks. A cuff shell pinhole was identified during analysis. The damage is consistent with wear and fatigue at a fold in the cuff. The balloon component was visually inspected, microscopically examined, and tested for leaks. A balloon shell pinhole leak was identified during analysis. The leak is consistent with bulging and material fatigue. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis identified a product malfunction and confirmed the reported fluid leak and mechanical issue allegation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus). A revision surgery was performed in which the existing device was replaced due to a suspected fluid leak in the system. The source of the fluid loss was not established but they suspected it to be from the balloon. The patient did not experience any adverse events.